Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7084867, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7085208, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319. Batch/lot number: (B)(6), model/catalog description: clik x MRI anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients stimulator was no longer providing relief. The patient underwent a spinal cord stimulation (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Event description:
It was reported that the patients stimulator was no longer providing relief. The patient underwent a spinal cord stimulation (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.additional suspect medical device components involved in the event:model number/catalog number: sc-2408-56,serial number: (B)(6),batch/lot number: 7084867,model/catalog description: avista MRI perc lead kit 56 cm,unique identifier (UDI) #:(B)(4).model number/catalog number: sc-2408-56,serial number: (B)(6),batch/lot number: 7085208,model/catalog description: avista MRI perc lead kit 56 cm,unique identifier (UDI) #: (B)(4).model number/catalog number: sc-4319,batch/lot number: 34685262,model/catalog description: clik x MRI anchor,unique identifier (UDI) #: (B)(4).sc-1216 sn: (B)(6),investigation results.the implantable pulse generator (ipg) was not returned for analysis; therefore, a technical analysis could not be performed. Device history recordit was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.investigation conclusionthe device was not returned for analysis and the complaint as reported could not be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.sc-2408-56 sn: (B)(6)and sc-4319 ln: (B)(6).investigation resultsthe spinal cord stimulator (scs) leads, and clik anchor were not returned for analysis; therefore, a technical analysis could not be performed.device history recordit was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.labeling reviewreview of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.investigation conclusionthe devices were not returned for analysis and the complaint as reported could not be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.